Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous, and severely calcified proximal left circumflex artery. After pre-dilatation with a non-boston scientific balloon, a 10mmx3.50mm wolverine coronary cutting balloon was introduced. The wolverine had difficulty crossing and being inserted into the lesion area. When dilatation was performed at 12atm after crossing the lesion, the balloon ruptured. The procedure was completed using a different device. No patient complications were reported.